Manufacturer narrative:
The explanted devise will not be evaluated as it was discarded by medical facilities.

Event description:
A complaint regarding pain at the pocket site was reported. The decision was made to explant the patient's precision system.